Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient's cat bit through the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient was reported to have expired. No additional information is available at this time.